Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was located in the distal left anterior descending artery (lad) with heavy tortuosity, heavy calcification and 90% stenosis. The lesion was crossed with a non-abbott guide wire and pre-dilatation was performed with a non-abbott balloon. The 3.0 x 28 mm xience prime stent was advanced, however it did not cross, as the vessel was very calcified. During retraction of the device, the proximal shaft became separated. No resistance was noted during retraction of the device. It was retracted without issue and exchanged for a 3.0 x 28 mm non-abbott stent, which was able to be implanted successfully. There was no clinically significant delay of procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.